Manufacturer narrative:
Final analysis found broken wire bonds within the pulse generator, resulting in intermittent contact with the rf module. This is likely the cause of the reported backup operation.

Event description:
It was reported that the patient presented for follow-up experiencing fatigue. The pulse generator was found to be operating in backup vvi mode. A software download successfully restored the device. It was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.